Manufacturer narrative:
The device was returned to an olympus repair facility. And an evaluation of the device was performed. The customer¿s originally reported issue of no image was confirmed. Caused by a faulty g1 board [circuit board]. There was a cracked outer frame bezel, moldy black spots inside the lcd panel, and the bi board [circuit board] was faulty, causing the keys to not function properly. The investigation is ongoing. A supplemental report with be submitted upon completion of the investigation.

Event description:
A customer reported, that there was no image displayed when starting their high definition lcd monitor. There was no procedure involved, and no reports of patient or user harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the cause was failure of g1 board (printed circuit board). However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.